Event description:
During the insertion of a trochanteric fixation nail (tfn) with lag screw the screw insertion handle was damaged (item 357.428). The lag screw was not properly seated into the insertion handle and when the surgeon tightened the coupling screw it bent the two teeth on the end of the insertion handle. The damaged instrument would not pass through the aiming arm. They were able to remove all of the instrumentation and lag screw and then bend the teeth back to a usable level using a pair of pliers. There was a 10 to 15 minute delay in the procedure. This report is for 1 unknown lag screw. This is report 2 of 3 for complaint number (B)(4).

Manufacturer narrative:
Device is for treatment, not diagnosis patient age at time of event reported as (B)(6) years. Report is for 1 unknown lag screw. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. Placeholder.